Manufacturer narrative:
Additional device product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The instrument(s) was not returned and instead the investigation is done based on the supplied image(s). The image(s) was reviewed and the complaint condition could be confirmed as the reamer head can be seen with the broken fragments. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 03.404.019s, synthes lot # 58p1763, supplier lot # 58p1763, release to warehouse date: 15 jun 2020, expiration date: 30 apr 2030, supplier: (B)(4). No ncr's were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the surgeon was using reamer / irrigator / aspirator (ria) 2 on the left tibia. In the process of using ria, the 11.5mm reamer head came off the driveshaft and became stuck in the canal. The prongs off the 11.5mm reamer head broke off in the canal and were stuck in the tibial canal and had to be taken out. Fragments were generated. There was a surgical delay of thirty (30) minutes. The patient outcome is unknown. Concomitant device reported: unk - ria (part# unknown; lot# unknown; quantity: 1), unknown ria 2 drive shaft (part # unknown, lot # unknown, quantity 1). This report is for one (1) 11.5mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).